Event description:
It was reported that the pump stopped on a pt after applying ultrasonic paste. The device was switched for another to continue therapy. No pt effect reported. (B)(4). MFR ref number 8010762-2014-00160.